Manufacturer narrative:
The reported events of failure to sense, failure to capture and high pacing impedance were not confirmed. A complete lead was returned in one piece with the retracted and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.

Manufacturer narrative:
Correction: section b5. The correct describe event or problem should have been: "it was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch area pacing (lbbap) lead exhibited loss of capture despite multiple attempts with different output settings, failure to sense, and high pacing impedance when measured with a pacing system analyzer (psa) in bipolar configuration. However, the lbbap lead measurements were normal in unipolar configuration. The lbbap lead was explanted and replaced. The patient was in stable condition." Rather than "it was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch area pacing (lbbap) lead exhibited failure to sense and high pacing impedance when measured with a pacing system analyzer (psa) in bipolar configuration. However, the lbbap lead measurements were normal in unipolar configuration. The lbbap lead was explanted and replaced. The patient was in stable condition".

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch area pacing (lbbap) lead exhibited loss of capture despite multiple attempts with different output settings, failure to sense and high pacing impedance when measured with a pacing system analyzer (psa) in bipolar configuration. However, the lbbap lead measurements were normal in unipolar configuration. The lbbap lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch area pacing (lbbap) lead exhibited failure to sense and high pacing impedance when measured with a pacing system analyzer (psa) in bipolar configuration. However, the lbbap lead measurements were normal in unipolar configuration. The lbbap lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.